Manufacturer narrative:
This medwatch (MFR report number 0002916596-2014-00203) is in reference to the pt's primary system controller that displayed a "change controller" message. Please reference MFR medwatch report# 0002916596-2014-00204 for the back-up system controller, serial# (B)(4). The system controller, serial number (B)(4) was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coord reported that the pt received a "change controller" alarm message after performing a system control check on the power module. While attempting to change to a backup system controller, pt's spouse was reportedly not able to insert the percutaneous lead completely into the backup system controller. Ultimately, she switched the pt back to the primary system controller, which then worked. The lvad pump was off for about 21 minutes. Paramedics were called during the incident and CPR was performed. The pt lost consciousness and was transported to the nearest hospital, then to the implanting center. The pt suffered an anoxic neurological insult and care was withdrawn on (B)(6) 2014.